Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient's first stimulator was implanted in (B)(6) 2012 and after a 6 months in (B)(6) 2013 the patient had a lead revision because the lead was on nerve roots and was wrecking his right leg. In (B)(6) 2014 the patient had another ins implanted on the left side. The patient now had two inss. Event date: (B)(6) 2013.